Event description:
Patient being held by father. When returned to bed, nurse noted that the peripherally inserted central catheter (PICC) line was not attached to the hub. The nurse grabbed the remaining PICC that was in the baby with a hemostat and then was instructed to pull the line. A peripheral IV was placed to finish remainder of antibiotic therapy. Manufacturer response for PICC line, l-cath (per site reporter) no response as of yet.